Event description:
Customer reported that he had blood glucose of 130 mg/dl and his insulin pump was not working correctly. Customer stated that his insulin pump was alarming failed battery test and it had blank display. Customer stated that he changed the battery, but the problem remains. Troubleshooting was performed and the unit alarmed failed battery. Advised that the insulin pump will need to be replaced, to discontinue use of it and revert to a back-up plan her doctor instructions.

Manufacturer narrative:
The insulin pump powered up properly and no blank display was noted. The insulin pump had normal operating currents and no damage was noted to the isolation tape. The insulin pump was monitored for several days and no battery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.